Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported the patient's right hip was revised due to: elevated ion levels, trunnion wear, and metallosis. A head and liner exchange were performed (rep confirmed there are no allegations against the revised liner). An lfit v40 cocr head and 36e 10° liner were revised to a biolox head and sleeve and another 36e 10° liner.